Manufacturer narrative:
H3: root cause of failure: user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit.

Event description:
Additional information received indicates that the ventilators logs were evaluated and the customers issue was user fault due to lack of maintenance.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : the suspect device was not returned for evaluation

Event description:
It was reported to vyaire medical that the unit is showing alarm 316-blower failure and 401-device leaky. No patient involvement.